Event description:
It reported that there was unstable speed. A 1.25mm rotapro was selected for procedure. During procedure, the rotational speed was unstable. The procedure was successfully completed another device. There were no patient complications reported.